Event description:
As reported by edwards japanese affiliate, during a transfemoral tavr procedure using a 23 mm sapien 3 ultra resilia (s3ur) valve, a stent strut peeled back, preventing device removal. Despite calcification in the left common iliac artery (cia) with a minimum luminal diameter of 5.9 mm, poba was performed with an 8 mm balloon before inserting the 14 fr esheath+. The esheath+ was inserted with some resistance but passed through. Intralipos was used as a lubricant, and the delivery system was inserted. The s3ur valve passed through the calcified cia area with usual resistance, but a stent strut peeled back after exiting the sheath, leading to the procedure's abortion. Attempts to withdraw the sheath and delivery system as one unit failed as the valve got stuck at the cia calcification. Blood pressure dropped to 50/30 mmhg, prompting ECMO initiation and cardiac massage. ECMO was started 10 minutes later, but adequate flow was not achieved, and blood pressure remained around 60/40 mmhg. Angiography revealed cia bleeding, but hemostasis attempts failed. Surgery was deemed necessary but not feasible due to the patient's age and hypotension. The family consented to no further invasive treatment, and the patient was returned to the ICU with the devices in place. The patient passed away the same day, and post-mortem examination revealed a hole in the sheath where the stent strut had peeled back.

Manufacturer narrative:
This is 2 of 3 reports. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: component codes, type of investigation, investigation findings, investigation conclusions, h10, and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigation's have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, events reporting resistance during delivery system insertion/advancement through the sheath and potential valve frame damage using the s3u/s3ur valve configuration have not been associated with device malfunctions or manufacturing nonconformance's. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, undersized vessels, and/or steep insertion angle. In addition, valve frame and/or sheath damage can be a result of increased push force and any excessive device manipulation or sheath-valve interaction. The complaint for frame damage was confirmed based on the imagery provided. Available information suggests patient factors (calcification) and/or procedural factors (high push force) likely contributed to the event as reported and observed in imaging evaluation. As reported, 'the access vessel minimum luminal diameter measured 5.9 mm with moderate calcification' and 'it was observed that the stent strut had peeled back while passing through the calcified area of the cia.' Per imaging evaluation, the provided fluoroscopy video of crimped valve being advanced through the sheath showed the valve jump as it passed through the reportedly calcified section of the vessel leading to the strut bending backwards, suggesting that high push force was applied to advance the valve through the calcified patient anatomy. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. High push force can lead to the valve struts interacting with the sheath shaft and result in the strut damage at the valve inflow side. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.